Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. The sheath of this introducer was broken and the swan ganz catheter was stuck in the sheath. An additional procedure was necessary to remove the introducer and swan ganz catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use, the sheath on the introflex introducer broke and was discovered while in the intensive care unit (ICU). As soon as the issue was discovered, the patient was returned to the operating room for removal of the introducer sheath. There was no allegation of patient injury. Patient demographics were requested and not provided. Unfortunately, the device was discarded. The exact date of occurrence is unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per additional follow-up with the customer, it was confirmed there was no patient injury. Three images were provided for review. Additionally, it was noted that ¿routine drugs¿ (unspecified by the customer) were being infused through the suspect introducer during the patient¿s heart surgery, which were stopped upon discovery of the issue; however, there was no risk the patient¿s hemodynamic status, as there were back-up lines in place for infusion of all drugs. Our product evaluation laboratory received three images for evaluation. Within the images, blood was noted on the om2 connector, thermal filament connector and optic connector of a swan-ganz catheter; however, the reported introducer was not present in the images.